Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported as per a clinical report that: ae#: 03. Postop visit date: (B)(6) 2015. Ae onset date: (B)(6) 2014. Ae description: disc device removed. Surgery type: removal of disc. Additional surgery date: (B)(6) 2014. Treatment type: disc device explanted. Ae outcome: resolved. Adjudicated relationship: implant/ surgical procedure associated. Sponsor relationship: implant associated.

Event description:
It was reported that the patient underwent a procedure for implant of an artificial disc at c5-6. It was also reported that at an unknown date post-op the patient underwent a procedure to explant the device. The reason for explant is unknown at this time.